Event description:
The event occurred in the USA. It was reported that the error message ¿error -12v test¿ occurred on the rotaflow console after it was turned on. No patient was involved. No harm to any person has been reported. The reported failure ¿error -12 v test¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine rotaflow has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Manufacturer narrative:
The event occurred in the USA. It was reported that the error message ¿error -12v test¿ occurred on the rotaflow console after it was turned on. No patient was involved. No harm to any person has been reported. The reported failure "-12v test¿ could lead to a pump stop during use therefore a report is required. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician and the reported failure "-12 v error" could be confirmed. The rfc flow measure board (article number 701011681) and the rfc power supply board (article number 701011675) has been replaced. The battery pack (article number 701017188) has been replaced according to the 2 year maintenance. Furthermore it was noticed that the battery and charging leds are not lightening, therefore the mcp00702715#rfc display board (article number 70103.4016) has been replaced. This will be handeled in complaint #1307764. After the replacement the device is working as intended and is back in use. The reported failure "-12 v error¿ was previous investigated in getinge life-cycle-engineering (lce) and was caused most probably by a reduced resistance of the capacitor c107 on the flow measure board triggered the fuse f3 on the power supply board. Resulting in either the "-12v error" or the "referenc error". Based on the investigation results the reported failure "-12v test¿ could be confirmed. A review of non-conformities was performed on 2025-06-03 and during the time from 2011-03-30 to 2025-06-02 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2011-03-30. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).